Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Technical support instructed caller to disconnect tubing, tighten the t:lock, and deliver a bolus, but customer declined to troubleshoot. Reportedly, the customer continued to use the pump for insulin therapy.